Event description:
It was reported that the right atrial (ra) lead exhibited quite a bit of varying threshold. The capture was also intermittent at high levels. The lead remains in use with continued close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).